Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of needle retraction failure was inconclusive. The product returned for evaluation was one 20g accucath ace needle assembly. The catheter assembly was not returned for evaluation. A gross visual inspection of the returned unit found that the needle and guidewire were fully retracted. Use residues were observed throughout the unit and the guidewire was noted to have a slight bend. The unit was functionally tested by un-retracting the needle, threading a catheter from a representative unit over the needle/guidewire, inserting the catheter into mock skin, and then retracting the needle. The needle fully retracted without resistance. No further conclusions could be drawn regarding the reported event as the returned unit was unable to be tested with its respective catheter assembly. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, the insertion was fine without any issue. Visualized within the vein, advanced the guidewire without any problem. The vessel itself was a nice healthy, large and easily compressible vein. When they pushed the safety button, the button depressed but did not retract the needle. They said they were still parallel to the patient's arm/vein so it should have retracted easily as they normally do. They had to pull the entire needle out of the catheter in order for it to retract. No other information was provided.

Event description:
It was reported, the insertion was fine without any issue. Visualized within the vein, advanced the guidewire without any problem. The vessel itself was a nice healthy, large and easily compressible vein. When they pushed the safety button, the button depressed but did not retract the needle. They said they were still parallel to the patient's arm/vein so it should have retracted easily as they normally do. They had to pull the entire needle out of the catheter in order for it to retract. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.